Event description:
It was reported patient underwent an initial elbow arthroplasty on an unknown date in 2005. Subsequently, patient was revised on (B)(6) 2013 due to loosening. The humeral component and condyle kit were removed and replaced with biomet product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2005. PMA/510(k) number. Manufacture date ¿ unknown.